Manufacturer narrative:
An event regarding loosening of the bearing component involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of device history records indicates the lot was manufactured and accepted into final stock on 03-oct-2011. Complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that the surgeon noted bearing component motion even though fully seated. As the insert component was fully seated, lead to the rationale that it was the reported baseplate component that was loose and therefore the insert and femoral components of this event were considered concomitant. The exact cause of the reported loosening could not be determined with the limited information provided. Further information such as product return, lot ID, x-rays, operative notes, medical records and follow-up notes are needed to complete the investigation to determine a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised (tibial revision) due to pain and loosening.

Event description:
It was reported that patient was revised (tibial revision) due to pain and loosening.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.